Event description:
During the troubleshooting of a reported complaint, it was determined that the patient reused disposables by switching cassettes while performing therapy on the homechoice device. The patient was connected to the homechoice at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 3 of 5 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient as cmplnt-(B)(4), cmplnt-(B)(4), cmplnt-(B)(4) and cmplnt-(B)(4).